Manufacturer narrative:
Patient identifier: (B)(4). Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The device was microscopically and visually examined. At 95.7cm cm from strain relief, the hypotube was separated and had numerous kinks. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was loosely folded and had contrast present. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported kink as there were numerous kinks and hypotube separation to the device. The separated ends of the hypotube were oval shaped indicating that the device was kinked prior to separation.

Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that shaft kink occurred. The 93% stenosed, 4mmx13mm target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. A 4.0mm x 12mm quantum maverick balloon catheter was advanced but the delivery shaft was kinked at 110cm from the physician's hand. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient's status was stable. However, returned device analysis revealed shaft detach.